Event description:
This case was reported by a consumer and described the occurrence of application site infection in a (B)(6) female patient who used breathe right nasal strips clear for an unknown indication. A physician or other health care professional has not verified this report. On an unknown date, the patient began using breathe right nasal strips (topical). At an unknown time after starting breathe right nasal strips, the patient experienced redness at the application site, further described as the lower portion of one side of her nose. This redness spread to the entire one side of the nose and into the nostril, and the reporter stated this was a severe allergic reaction. The patient was taken to the physician, who diagnosed this as an infection. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued, the patient was treated with antibiotic cream, and the events began to improve right away.

Manufacturer narrative:
Breathe right nasal strips are manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).